Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received into the lab for analysis. The ac power was applied to the generator which failed to initialize. The power entry module fuse was replaced, and a normal boot sequence was observed. Impedance values displaced o/c on all four ports. The stimulate board was temporarily replaced and normal functionality was confirmed. User defined target temperatures were successfully achieved during the application of rf energy. No faults, warnings or irregular heating periods were encountered during the evaluation performed. Based on the information provided to abbott and the investigation performed, the root cause of the reported output issue and subsequent cancellation has been isolated to abnormal functionality of the stimulate board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During a procedure, the generator would not finish a lesion and the procedure was cancelled. Three ports were used simultaneously. All three ports had normal impedance during the first second of the lesion. After ten seconds, all ports read o/c and the lesion stopped. The same issue occurred during a single lesion. A grounding pad test was performed and during the test, the generator would not turn on at all. Multiple attempts were made without any success. The procedure was cancelled and there were no patient consequences.